Event description:
It was reported that blood was sucked into the smoke evacuator. This issue was noticed during a field service maintenance visit. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
The field service technician was able to confirm the reported event. There was blood in the smoke filter and smoke evacuator and he replaced both components. The smoke filter is only meant to suction smoke not fluid. Based on the reported information, IFU, and risk documentation it is most likely that the issue was due to user error, the customer suctioning fluid into the filter/smoke evacuator instead of smoke.

Event description:
It was reported that blood was sucked into the smoke evacuator. No further information has been provided by the account.